Event description:
It was reported that the patient's implantable cardioverter-defibrillator exhibited post paced t-wave over-sensing. Programming changes were made. The patient was in stable condition.